Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused by 12-14% during preventative maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom of "under infusion," which was reproduced and confirmed during evaluation. The device was tested at rates of 40, 100, 200, 400, 800, and 999ml/hr with the device failing at the 40ml/hr (-5.99%) and 100ml/hr (-5.176%) rates. Internal inspection found there to be no grease on the cam lobes which can lead to premature wear on the fingers and valves. The cam shaft assembly was replaced and the device was re-calibrated. (B)(4).